Event description:
As reported by the cec adjudication committee minutes, a (B)(4) study patient experienced a peri-procedural myocardial infarction. The indication for the index procedure was positive function test for ischemia. At that time, angiography revealed 80% stenosis to the distal right coronary artery (rca). The lesion was described as 20mm in length, class c and de novo. Reference vessel was 4.0mm in diameter. The lesion was pre-dilated with a 3.5 x 20 balloon at 14 atm and a 3.5 x 33mm cypher rx stent was implanted at 20 atm by direct stenting. There was 0% post residual stenosis and timi flow 3. At pre-procedure, the ck was 115 (232 u/l), the ck-mb was 0.9 (3.6 ng/ml) and troponin I was 0.03 (0.05 ng/ml). At 6 to 12 hours post procedure, the ck was 75, the ck-mb was 1.0 and troponin I was 0.20. At 16 to 24 hours post procedure, the ck was 72, the ck-mb was 0.9 and troponin I was 0.25. There were no procedural complications reported and the patient was discharged the next day. The ECG core lab report was unavailable as well as the hospital laboratory reports, ECG tracings and discharge summary. Based on the adjudication minutes received on 5/1/2012, the committee determined that the patient experienced a peri-procedure myocardial infarction. The committee reported the event to being related to the target vessel, related to the device and related to the procedure.

Manufacturer narrative:
Complaint conclusion: the complaint received states that this (B)(4) study patient suffered a peri-procedural mi. This is a (B)(6) male with medical history including mi in (B)(6) 1990, three pci's (most recent (B)(6) 2010), dyslipidemia and hypertension. The indication for the index procedure was a positive functional study without angina. Angiography revealed an 80% stenosis in the distal rca. In (B)(6) 2010, the index procedure was performed for treatment of one target lesion. Pre-dilation and single stent placement was successfully completed in the distal rca lesion. The core lab identified the lesion location as right pav and reported a 10% residual stenosis, no dissection and timi 3 flow. Pre-procedure, the ck was 115, the ckmb was 0.9 and troponin was 0.03. Post procedure the ck was 75, the ckmb was 1.0 and the troponin was 0.20. The next day the ck was 72, the ckmb was 0.9 and the troponin was 0.25. The cec committee has deemed this enzyme elevation as an arc peri-procedural pci thus the file has been coded for mi. The ECG core lab report was not available. Source documents were requested from the site; however, the site replied that no post-procedure complications occurred and additional information will be available. The post procedure course was uncomplicated and the patient was discharged the day after the procedure on dual anti-platelet therapy. The study stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15079748 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event.

Manufacturer narrative:
Concomitant medications: levitra 20mg qd, dyazide 25/37.5 mg qd, ambien cr 6.25mg prn, coreg cr 10mg qd, aspirin 81mg qd, digitek 125mg qd, lisinopril 5mg qd and mevacor 20mg qd. Additional information will be submitted within 30 days of receipt.